Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End users son states that the wheel chair his mother is using has titled forward four times in the last week. She has severe leg swelling and has to keep her legs elevated, causing uneven weight distribution. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. End users son states that the wheel chair his mother is using has titled forward four times in the last week. He advised that she is required to keep her legs elevated due to fluid retention from complications of the flu. The chair tends to lean forward with legs elevated, and if end user moves at all the chair falls forward. Update: consumer returned call and said that the chair is working fine now. They had a couple cushions in the seat of the chair causing her to lean forward and tip. She has severe leg swelling and has to keep her legs elevated, causing uneven weight distribution. Please also see additional complaints (B)(4).